Manufacturer narrative:
(B)(4). The device was not received due to no samples being available for evaluation. Should samples become available, a follow-up report will be filed upon completion of the evaluation of if additional information becomes available. This is the report for occurrence 2 of 2 reported under MDR 6000001-2010-01166.

Event description:
The customer reported to their baxter sales representative (bsr) of an occurrence where the clearlink luer of the clearlink catheter extension set pops off. The bsr visited the facility and informed the staff that per the label copy, the luer connections are to be tightened/secured before use. The staff was unaware of this prior. The problem does not occur when the product is initially used on the patient, but after an unknown amount of time. There are no samples available. There was no patient injury, adverse event or medical intervention associated with this report. No additional information is available. This is report 2 of 2 of the same reported problem from this facility.